Event description:
Rptr indicated that the pt had device explanted due to excessive nausea and vomiting as well as intolerable tingling in throat. Prod has been requested, but has not been returned to MFR to date. All attempts for further info have been unsuccessful to date.